Event description:
The extraction adaptors broke intraoperatively during the removal of the pnp nail in the child and adolescent system. The adaptors broke inside the nails. This issue caused difficulties and a delay.